Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to a lesion in the left common iliac artery. During advancement of the 8x29mm omnilink balloon expanding stent bes, when the bes had just passed the 6f sheath the stent became dislodged from the delivery system. The delivery system was removed without issue; however, a 4mm balloon was used to implant the stent in healthy tissue in the external iliac artery. There was no adverse patient sequela. A non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. A conclusive cause for the reported stent dislodgement could not be determined; however, the subsequent unexpected medical intervention and device embedded in tissue or plaque appears to be related to circumstances of the procedure. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, anatomical conditions, handling of the stent during preparation, and interaction with accessory devices. In this case, it is possible that interaction with accessory devices and/or the challenging anatomy during advancement, may have contributed to the reported stent dislodgement in the left common iliac artery; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.